Event description:
As reported by the user facility: incident description: multiple bubble alarms. Fluid at room temperature. Tubing changed last on mar 18. 2 attempts to clear bubbles with priming of tubing and syringe at first port, unsuccessful. Removed tubing from pump and long white piece above rubbery part of tubing broken. Set discarded and new bag and line primed and started. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.